Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.0/0.5/105 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.